Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized. The patient was treated with imipenem injection (1gm, ongoing, route, frequency not reported) and magnex forte injection (ongoing, dose, route, frequency not reported) for peritonitis. It was reported that the patient was discharged thirteen days after the event onset. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.